Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure performed five days prior. According to the complainant, during the procedure, the biopsy cup would not close. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.